Event description:
Huber needle was inserted into pt. It became occluded. Pt sent to radiology to have device removed. Upon removal, it was discovered that the safety sheath was triggered while needle was inside pt causing occlusion.